Manufacturer narrative:
A visual examination of the device found residue that was present on the device indicating use/ handling. Physical examination of the device revealed that only the distal portion of the wire basket assembly was returned. Further evaluation found the basket tip intact and the basket wires were bent. The pull wire was bent in multiple places and the fractured pullwire was necked down and broken into ¿v¿ shape indicating that the wire had most likely sheared apart. A material review of the sub assembly basket component confirmed that the basket tip met manufacturing specifications. The material specification for the strength of the pull wire and its joints conformed to the manufacturing specifications. The evaluation concluded that the returned unit was consistent with the complaint incident that the tip failed to detach. The proximal portion of the device was not returned, therefore the specific cause cannot be determined. The most probable root cause is undeterminable. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-00213 for the first trapezoid rx basket and manufacturer report # 3005099803-2015-00214 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid¿ rx basket were used in the biliary duct during a stone retrieval procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician used an alliance handle in conjunction with the trapezoid basket in an attempt to crush a stone. However, the basket failed to crush the stone, and the tip of the basket failed to detach. A second trapezoid basket was used and placed over the first basket with the entrapped stone. The basket failed to crush the stone and tip failed to detach. A rat tooth forceps was then used to assist with the removal of the first basket. The bile duct was dilated and the baskets were removed from the patient. The procedure lasted three hours and reportedly there were no patient complications reported as a result of this event and ¿no impact on patient.¿ attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-00213 for the first trapezoid rx basket and manufacturer report # 3005099803-2015-00214 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid¿ rx basket were used in the biliary duct during a stone retrieval procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician used an alliance handle in conjunction with the trapezoid basket in an attempt to crush a stone. However, the basket failed to crush the stone, and the tip of the basket failed to detach. A second trapezoid basket was used and placed over the first basket with the entrapped stone. The basket failed to crush the stone and tip failed to detach. A rat tooth forceps was then used to assist with the removal of the first basket. The bile duct was dilated and the baskets were removed from the patient. The procedure lasted three hours and reportedly there were no patient complications reported as a result of this event and ¿no impact on patient.¿ attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of tip won't detach. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.